Manufacturer narrative:
Catalog# 482317580. Method: risk assessment; results: because no device was received for evaluation, inspections and testing cannot be performed that can aid in root cause determination. Conclusion: the root cause is unknown.

Event description:
It was reported that after a surgery, the surgeon confirmed x-ray, and found that the screw head popped out(screw of s2ai). Therefore the surgeon is planning the revision surgery for the patient. The sales rep is confirming detailed information to the surgeon now.

Event description:
It was reported that after a surgery, the surgeon confirmed x-ray, and found that the screw head popped out(screw of s2ai). Therefore the surgeon is planning the revision surgery for the patient. The sales rep is confirming detailed information to the surgeon now.